Manufacturer narrative:
Solitaire ab is not approved in the united states. This event is no longer reportable. Reportability decision should be adjusted to z1- no device similar to a device marketed/commercially distributed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It did not enter the body. When the product was unpacked during surgery, it was found to be abnormal, so it was treated as an abnormal product. Then it was replaced with the same product with the same specifications and model for use.

Manufacturer narrative:
Product analysis: the solitaire ab pusher was found fully pushed into the rebar-18 micro catheter body. The marker coil was found separated from the pusher. The solitaire ab detachment zone was found undamaged. No damages or irregularities were found with the non-working (teardrop) length struts, the working length struts or the finger markers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rebar catheter and solitaire stent encountered resistance. The patient was undergoing a mechanical thrombectomy for treatment of an internal carotid artery bifurcation thrombus, ischemic stroke. The accessed vessel was the femoral artery, seldinger puncture method with a diameter of 5 mm. The patient's baseline mrs score was 4 ad post procedure was 2. The patient's baseline nihss score was 23 and post procedure was 6. The patient's baselinetici score was 1 and post procedure was 26. Intravenous tissue plasminogen activator was not contraindicated. There was 1 pass made with the device. It was noted the patient's blood flow was xxx and vessel tortuosity was moderate. Stroke onset to reperfusion time was 510 minutes. It was reported that when the surgeon used the combined pulling and pulling technique to perform thrombectomy, he used the coaxial technique to pull back the stent and rebar together, cleaned the stent, and prepared to remove thrombus again. At this time, he found that the stent body could not be pulled out of the rebar, so he could not perform thrombectomy again. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a catalyst 6 guide catheter, rebar 18 microcatheter, and synchro guidewire. Additional information received reported after the first thrombus removal, the solitaire stent and rebar separated in vitro because the stent could not be removed due to resistance. The photo clearly showed that a section of the rebar lumen was deformed. The ischemic stroke was treated with swim technology pull-out combination. Re-opened a new solitaire stent and rebar to continue thrombectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.